Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had the "settings not available" (screen 59) screen on their controller. They decreased the amplitude to 0.0 milliamps (ma) and tried to increase the amplitude to effect, but the event was not resolved. They also changed the batteries before reporting and unpaired/repaired with the external neurostimulator (ens). The patient was going to follow-up with a healthcare professional (hcp). It was noted that the trial began the day prior to the report. It was reported on (B)(6) 2017 that the patient had their leads removed on the day of the report because one of the wires broke. They were going to move forward with the advanced evaluation on (B)(6) 2017. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.